Manufacturer narrative:
The investigation determined that lower than expected tsh results were obtained from a single patient sample when tested using a vitros immunodiagnostics product tsh reagent on a vitros 5600 integrated system. The results were lower than expected when compared to non-vitros methods. A definitive cause for the lower than expected patient sample results could not be determined. A vitros tsh lot 7360 reagent related issue is not likely a contributor to the event as historical qc fluid results were accurate and precise. As precision testing was not performed on the vitros 5600 integrated system an instrument issue cannot be ruled out as contributing to this event. However, there was no evidence of an instrument malfunction. Improper pre-analytical sample handling could have contributed to this event as it was established that the customer was not following the manufacture's recommendation for sample centrifugation. Consequently, it is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. No testing was performed to rule out the presence of a sample interferent in the patient's sample, and no information on biotin supplement intake was provided. Therefore, an interferent specific to the vitros tsh method or potential biotin interference cannot be excluded as contributing factors. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tsh, lots 7360.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected tsh results were obtained from a single patient sample when tested using a vitros immunodiagnostics product tsh reagent on a vitros 5600 integrated system. The results were lower than expected when compared to non-vitros methods. Patient 1, sample 1 results of 0.322 and 0.373 miu/l (hyperthyroid) vs the expected result of 4.77 miu/l (hypothyroid) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower-than-expected vitros tsh result of 0.322 miu/l was reported from the laboratory. However, a physician questioned the result and no treatment was altered, initiated or stopped based on the reported result. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).